Manufacturer narrative:
The reported events of insulation damage and oversensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the connector boot consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
During a remote follow-up, episodes of oversensing were detected on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.